Event description:
Reportable based on device analysis completed on 27-jun-2022. It was reported that visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the screen became dark and nothing was displayed. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed imaging window detachment.

Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at the distal wave form. Transducer impedance testing showed no rh peak signal. The device was sent for x-ray analysis to further characterize the electrical failing but no discernible defect could be seen.